Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to motor error alarm. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.